Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Exact bg level and cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.